Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer loaded additional insulin and observed insulin leaking from the cartridge after filling. There was no impact to the customer's blood glucose level. However, the customer indicated that they would revert to manual injections.